Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk during the use of this device.

Event description:
During a left ventricular tachycardia ablation procedure, a pericardial effusion occurred. At the beginning of the procedure, a CT scan revealed an aneurysm near the left ventricular apex. While mapping, two external shocks were performed to restore the patient's sinus rhythm. After the external shocks, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade near the left ventricular apex near where the aneurysm was found. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.